Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had alarmed a critical pump error. There was a red x on the display. The insulin pump had not been dropped or bumped. The customer¿s blood glucose level was 156 mg/dl. The device will be returned for analysis.

Manufacturer narrative:
Unit was not received in manufacture mode. Unit power up properly after battery installation. Unit was received with high sleep current due to corroded electronic assemblies. Unit passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No critical pump error noted. Unit received with corroded motor home switch, minor scratches on case, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment, cracked retainer and minor scratches on lcd window.